Event description:
It was reported that during a pci procedure involving a 90% stenotic lesion in the lad coronary artery, the maverick2 monorail 20x2.0 mm balloon ruptured at 6 atms on the initial inflation. The types and sizes of introducer sheath, guide wire, guide catheter and inflation device used in this case are unk. No pt injuries or complications were reported.